Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had observed a message on the pump instructing them to change the cartridge during pumping. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to change the cartridge successfully and resume insulin delivery.